Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of band difficult to deploy. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed at first and then "the bands were curling once it actually deployed." It was also reported that the bands were difficult to deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.